Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 18 mg/dl at the time of the incident. The name of hospital was beth israel deaconess hospital. The customer's current blood glucose was at 306 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness and a diabetic coma. The customer was wearing the insulin pump during the incident. The customer believes the pump over delivered. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. Device received with minor scratched display window and case. (B)(4).